Manufacturer narrative:
No additional information is available as of the date of this submission. Based on the information provided, there is no indication of a product deficiency and no fluid loss alerts occurred during ablation. The customer did not return the product for evaluation or provide the lot number for a device history review. However, all handpieces meet all qa specifications before release, including adequate sterilization. The IFU instructs the user to "during ablation, the saline temperature continues to rise until 90°c is reached, and the user must continuously: · monitor the cervical seal for fluid loss and to confirm a tight cervical seal. · maintain a stable procedure sheath position throughout the procedure. · monitor the screen for fluid loss level. Warnings and cautions related to an event of this nature are included in the IFU for genesys hta, including but not limited to: · the physician must maintain control of the procedure sheath (i.e., not hand off to another individual) for the duration of the treatment to avoid compromising the cervical seal. A compromise of the cervical seal could result in fluid leakage through the cervix, which could result in thermal injury to surrounding tissue. · throughout the procedure, carefully observe the junction of the procedure sheath with the external cervical os to confirm a tight cervical seal and that there is no fluid leakage. · do not place the procedure sheath tubing over the patient's leg or in contact with any part of the user's or patient's anatomy, as the tubing carries hot fluid and contact could result in thermal injury. The temperature of the tubing could be up to 55°c. · do not rest the procedure sheath on the vaginal speculum during the procedure. · leave the vaginal speculum in place throughout the procedure.

Event description:
On january 13, 2026, minerva was made aware of a patient's perineal burn associated with an hta procedure that was performed on (B)(6) 2023 in a 47-year-old patient suffering from aub. A novasure procedure was attempted first but the doctor was unable to deploy the device, aborted the novasure procedure and decided to perform an hta procedure instead. According to the medical provider, no fluid leaks were seen, no alarms were reported and the vaginal specula was kept in place throughout the entire procedure. The procedure was completed nominally. Upon completion the patient was taken to recovery room and discharged shortly thereafter. A few days after the procedure the patient was seen at a local ed and diagnosed with a 2nd or 3rd degree thermal effect on the perineum. The patient was referred to a wound clinic where the affected area was managed with application of topical ointments and fish skin graft (fsg). According to the doctor the patient got better, but reported discomfort during intercourse.